Event description:
It was reported that during service evaluation the motor was leaking and the device failed the vac decay test therefore the device cannot generate and control negative pressure. No case involved.

Event description:
It was reported that the device case is broken. Additionally, during service evaluation, the device failed the vac decay test therefore the device cannot generate and control negative pressure. No patient involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported damage to the front, back and bottom enclosure. The functional evaluation found the device was unable to generate negative pressure, establishing a relationship between the reported event and the device. The root cause was determined to be a failed vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.